Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, when the device was being applied to close the vaginal cuff, after two suture passes and on the third pass, the suture needle broke in half (one half still attached to the jaw of cartridge and the other half in thick vaginal cuff tissue). The half of the needle stuck in the tissue was not visible. X-ray was brought in to identify the stuck half of the needle. Once identified, the needle was retrieved by cutting a small piece of tissue where the broken needle was lodged and pulled out of the abdominal cavity by a surgical grasper. The procedure was completed with a new suture cartridge.